Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. Reportedly, the customer administered a manual dose injection to address their bg level. Customer changed pump supplies and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.